Event description:
Patient undergoing MRI of the hip, experienced burning sensation between inner thighs. Resulted in one small area of redness on each thigh. Follow up with patient is occurring with facility, no medical attention needed.